Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report contains also the investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the customer could be confirmed. The device alarmed with "panel connection lost" on the day of the event. It is important to emphasize that no patient was involved at the time the alarm occurred. The "panel connection lost" alarm indicates that communication between the interaction panel and the ventilation unit is interrupted. The root cause was identified as a defective embedded system module of the ventilation unit (vu esm). After the component was replaced, the device worked as intended. Hamilton medical considers this case closed.

Event description:
Hamilton medical ag received the following description: when the device was switched on, it alarmed with panel connection lost. No patient involved.